Manufacturer narrative:
The insulin pump was received with failed self-test alarm during self test due to faulty radio frequency board. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test and unexpected restart error test. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked case near display window corners, cracked on display window and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported via phone call that they received radio frequency failed self-test alarms. The alarms occurred once in the middle of changing the reservoir and every other time during normal use. The customer was assisted with performing a self-test. Additionally, while troubleshooting for the alarm the customer reported that their blood glucose level was up to 408 mg/dl. The customer¿s blood glucose level at the time of the incident was 402 mg/dl. The customer took 15 units of insulin by a bolus from the insulin pump. The customer¿s current blood glucose level was 187 mg/dl. The customer also reported that they had experienced a low blood glucose level of 27-28 mg/dl around (B)(6) 2017. The customer declined troubleshooting for the low blood glucose. The insulin pump failed the high-pressure test. The device will be returned for analysis.